Event description:
The device was used during a laparosocpic cholecystectomy. It was reported by the affiliate that the clips do not close. It was reported by the affiliate that the clips were fired open. There was no consequence to the pt.